Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was showing failed hardware. The customer stated that they tried to recover the failed drawer, but it still mentioned required maintenance. The customer also tried to shut down the station by unplugging the power cord from the back of the station and wait for 2 to 5 minutes, reconnect power plug and turn the power on then check and try to recover the drawer but it was still failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024, and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer-reported issue. Upon investigation of this incident, the field service engineer (fse) assisted the pharmacist, and the pharmacist recovered the station successfully and tested with the medical application. The system functioned as intended after the field service engineer assessed the device.